Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that "during cvvh treatment, the catheter extension was leaking from the blue luer-lock part."